Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. The device was not returned for analysis. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a facility representative reported a patient to have poor distance vision caused by anisometropia. The iol was exchanged for another model. This is a bilateral file, and this file is for the second eye.